Manufacturer narrative:
Model number: balloon: 72400024, pump: 72404127. (B)(4). Catalog number: balloon: 72400024, pump: 72404127. (B)(4). Expiration date: balloon: 01/04/2021, pump: 11/11/2016. Manufacture date: balloon: 01/21/2016, pump:11/26/2015. Implant date: balloon: (B)(6) 2016, pump: (B)(6) 2016.

Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter. The system was replaced with a new 4.0 cm cuff, pump, and balloon were implanted. The patient was good after replacement.